Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. Blood glucose level at the time of the incident was not provided. The customer stated they fell on the the device, after 2 hours it shut down on its own and not turning on. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Insulin pump received with cracked battery tube threads, cracked liquid-crystal display window, minor scratched liquid-crystal display window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, missing address/serial number label, cracked belt clip slot, dog chew marks and cracked case reservoir tube window corner.